Event description:
One week post hvad implantation via sternotomy approach, this patient reported intermittent "electrical fault" alarms. The site attempted troubleshooting by performing a controller exchange but the alarms persisted. Several days later a field service engineer arrived onsite to perform a driveline connector cleaning. A green, gelatinous substance was visualized on the driveline connector and cloudy portions of residue were noted on the strain relief up to three inches up the driveline. The patient was placed on a milrinone drip prior to the cleaning and reported feeling dizzy during the procedure but otherwise remained stable. She also underwent a second controller exchange. No further alarms were reported after the cleaning procedure and the second exchange. The two controllers are being returned for evaluation.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed through visual inspection and tug testing. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to loose driveline connector port. The reported event was duplicated at the bench level. The most likely root cause is attributed to inadequate thread locking. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. The heartware hvad instructions for use advises that the driveline cover should completely cover the controller's silver driveline connector to protect it and keep it clean. The IFU instructs, "do not disconnect the driveline or power sources from the controller while cleaning it or the pump will stop. If this happens, reconnect the driveline to the controller as soon as possible to restart the pump." Field technical bulletin gr00240 details that care should be taken, both during the implant process and post-implant, to ensure no foreign material enters the connection between the driveline and the controller. If foreign material contaminates this connection, electrical fault alarms may occur on the controller. To prevent driveline connector contamination, utilize the driveline cap, follow the tunneling technique as outlined in the IFU, keep the connections clean and free of any foreign material and examine the driveline connection prior to connecting it to the controller. The driveline connector must be completely clean and dry when connected to the controller. Foreign substances, such as lubricants, blood or saline should not be present on the driveline connector when you connect it to the controller.